Event description:
It was reported that a rotor test was performed and no movement of the rotor was seen. A motor stall was noted with no stall recovery. The patient stated, she had not heard any alarms. The patient indicated that last thursday, she experienced withdrawal type symptoms: pain, increased spasticity and underdose symptoms. The patient's status was reported as alive - no injury/no adverse event. The patient was being sent back to the managing physician. The device system was used to deliver compounded baclofen, dilaudid and bupivacaine. It was later reported that no further troubleshooting/action had been performed. The patient was on oral medications until she sees the managing physician (date unknown). It was later reported that the patient was brought into the emergency room (ER) due to her pump "shutting down". The patient was taking oral medication that worked better than the pump. The patient and family wanted the pump removed. It was later reported that the pump hadn't really done a whole lot for the patient. When it shut down it "didn't really do anything for her except cause her to have seizures." The patient noted they had a refill (B)(6). On (B)(6) 2013, the patient began having seizures that "were pretty strong and she was able to cope with them". On (B)(6) 2013, the patient was brought to the hospital and admitted as she could no longer handle the seizures because they were one after another. On (B)(6) 2013, the catheter was inspected and was intact. On (B)(6) 2013, the physician interrogated the pump and said that there was a malfunction that the pump "shut down". On (B)(6) 2013, the patient had fluoroscopy to confirm that the pump was not working and noted that the rotors were not turning. The pump was shut down and the patient started on oral medication. It was later reported that the cause of the event was unknown.

Event description:
It was later reported the pump would likely not be explanted until after the warranty date, thus the caller was questioning warranty coverage. It was noted the patient had to spend one week in the hospital.

Manufacturer narrative:
Final pump analysis revealed no anomaly found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8590-1 lot# n294769, implanted: 2011 (B)(6), product type accessory product ID: 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported that the pump was replaced.